Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine, 38 mg/ml concentration at 12 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred, motor stall (active) and motor stall and recovery. Pump stalled last month and recovered about 10 minutes later then stalled again this morning with no recovery. The hcp confirmed there were no electromagnetic interference (emi) sources present. No patient symptom was reported. The rep called back stating he wanted to silence the occurrence of the audible motor stall alarm. The rep hit the silence alarm option when he last saw the patient but did not update the pump. Patient reported that the pump was alarming again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump was still stalled and would like to shut off the pump. The cause of motor stall without recovery was unknown. Motor stall recovered and then went back into motor stalla couple more times. No further complications were reported.